Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged overnight. Initially, this lv lead was placed very proximal due to phrenic nerve stimulation and it became dislodged overnight. The lv lead was repositioned unsuccessful due to patient anatomy. The physician will consider an epicardial lv lead for the patient. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory per, (B)(4), peer review for lab coding reduction project, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require analysis unless there is an accompanying axxx observation code.